Event description:
It was reported that the customer was hospitalized for four days due to diabetes ketoacidosis and high blood glucose of 450mg/dl. Troubleshooting was performed. The mother stated that the customer had problems with the vision and her breathing was off. The caller also mentioned that the customer was very sick and she had a bad sore throat. During the call, the mother mentioned that the insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.